Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device displayed "ECG monitoring failure" and "ECG disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.